Event description:
Boston scientific received information that during device change out for normal battery depletion (nbd), the cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. A shock was attempted to be delivered with this device and got a code 1005 indicative of open circuit condition. Boston scientific technical services (ts) discussed doing a defibrillation threshold (dft) test and trying a new lead with the painless test. Subsequently, the rv lead was abandoned surgically and replace. The system was tested and revealed normal measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.